Event description:
A false reactive advia centaur (B)(6) result was obtained by the customer and confirmed reactive with confirmatory testing. The serum sample was repeated in duplicate and confirmed reactive with confirmatory testing. The customer performed repeat testing on a plasma sample and the result was non reactive and correlated with other (B)(6) test results. There was no known report of pt treatment being altered or adverse health consequences due to the discordant advia centaur (B)(6) assay result.

Manufacturer narrative:
There are no known system issues that may have contributed to the discordant false reactive advia centaur (B)(6) test results. The reactive serum (B)(6) test results were confirmed reactive with confirmatory and repeat testing. Sample handling is suspected and may have been a contributing factor. The instrument is performing within specifications. No further evaluation of the device is required.